Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine sounded an unknown alarm. This occurred during an unknown step of peritoneal dialysis (pd) therapy, while the patient was connected. The technical service representative (tsr) had the hp cycle the power on the hc machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and the evaluation has been completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. The device passed an internal/external inspection. Functional testing identified a weak lithium ion battery as well as a system error (se) 2364. The cause of the se was determined to be the malfunctioning lithium ion battery. The battery was scrapped and the hc was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.